Event description:
Boston scientific received information that the right atrial (ra) lead was observed to exhibit increased pacing impedance measurements greater than 2,000 ohms. Additionally, no sensing was observed on the ra lead in bipolar configuration, however, some sensing was detected in unipolar. Loss of capture (loc) was detected in bipolar and unipolar configurations. A revision procedure was performed. During the revision procedure, the second set screw of this device header would not retract. The ra lead was ultimately surgically abandoned and the device was explanted. The local area sales representative noted that the set screw issue and clinical observations were unrelated. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.